Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein one lead was replaced. The patient was doing well postoperatively.